Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported, that this patient underwent spinal fusion (t12), for fracture of l1 on (B)(6) 2023. During the surgery, 1 cc of the cement was injected to the left and right sides of t12 and l3 each. The viscosity of the cement was checked, and injection of the cement was started at about 9 minutes 30 seconds. Injection was done while checking with an image intensifier. And the surgeon confirmed, that there was no leakage outside the vertebral body after injection. Follow-up CT scans were taken on (B)(6) 2023, and showed a small amount of cement leakage in the left anterior part of t12. Since the patient had no particular symptoms, no action is being take at this time. Follow-up will continue. This report is for a vertecem v+ cement kit. This is report 1 of 2 for (B)(4).